Event description:
Pt had a sleep study with ten 20 conductive electrobe pasted nuprep skin prep used. The pt calls pt relations on (B)(6) 2015 to report eye damage when she washed her hair. She states her eyes began to burn and became extremely red, her vision was blurry and painful. She went to her eye physician and was told she had a severe allergic reaction. She states the dr told her he was not sure she would get her eye sight back due to damage. On (B)(6) 2015, her vision was 20/80 in both eyes. Treatment plan was system balance q1 - 2h ou wa and pred acetate qid ou rto in 2 days. Pt adv that vision will likely improve when inflammation is reduced, to be seen in 2 days (B)(6) 2015 - os feels great. Od still burns a little other than that doing okay. Using systane balance q 1h wa and pred 1% qid du "superficial keratitis unspecified". Od 20/50 + os 20/40.